Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the distal branch of superior mesentric artery (sma) using an indigo system aspiration catheter 6 (cat6), indigo system cat5 aspiration catheter (cat5) and and a non-penumbra sheath (6.5 fr steerable). During the procedure,the physician made two passes successfully with the cat6; however during the third pass while advancing the cat6 without the guidewire, the cat6 kinked at the distal tip. Therefore, the cat6 was removed. At this point the physician decided to use the cat5 and upon removing the cat5 after the first pass, the physician noticed that the distal tip of the cat5 was kinked and stretched; therefore the cat5 was removed. The procedure was completed using an indigo system aspiration catheter 7 (cat7) and a non-penumbra sheath. There was no report of an adverse effect to the patient.